Manufacturer narrative:
The pump was received with failed battery test alarm after battery change due to corroded battery tube. The pump was unable to verify battery out limit alarm or operating currents due to failed battery test alarm. The pump had broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received battery out limit alarm. It was reported that the pump had been exposed to humid weather. The customer's blood glucose level was reported to be 109.8mg/dl. It was reported that the pump would be replaced and returned for analysis.